Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that defective usb scanner cable. A field service engineer, replaced the usb scanner cable and installed gasket during preventive maintanence to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the scanner which turns off and on intermittently. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.